Event description:
Event description cpi received information that this ventak prx was found in monitor only mode (sensing and detection functions working but therapy delivery inhibited) during device follow-up. The patient reported that he was working with power tools that may have created a strong magnetic field. The ICD was reprogrammed to monitor + therapy, and the ability to deactivate the ICD through magnet application was programmed off after this event. Note: the ventak prx physician's manual (cpi publication 352927) page 74 states: '...patients should avoid equipment or situations where their device would be exposed to strong (>10 gauss) magnetic fields.' This ICD falls under FDA safety alert FDA# n030/031-5. The physician was notified on 4/18/95.